Event description:
It was reported that the pt was hospitalized for over delivery of insulin. It was further reported that a family member inadvertently believed 68.3 units by priming the pump while the pt was connected. It was reported that the pt's blood glucose was 419 mg/dl at the time of the event and was 290 mg/dl 5 minutes later. There is no other report of blood glucose values; a family member reported that the pt did not experience hypoglycemia. Animas was told that the pt was admitted to the hospital where IV infusion of glucose was given until blood glucose stabilized. A family member said that the pt was discharged the next morning on manual insulin injections.

Manufacturer narrative:
It was reported that the pt received excess insulin when a family member inadvertently administered excess insulin by priming the pump while the pt was attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the user to disconnect from the infusion set three times during the prime / rewind sequence. The pump has been returned to animas for eval. The pump was evaluated and found to be operating within required specifications. The history indicated that loss of prime alarms were emitted on the day of the event. The pump correctly detected this issue and emitted loss of prime alarms to alert the user.